Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: 457453 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was possible intermittent ventricular under-sensing. The lead remains in use and no patient complications have been reported as a result of this event.